Manufacturer narrative:
Patient ID: (B)(6).

Event description:
(B)(6) study. It was reported that 1st degree atrioventricular (av) block occurred. Prior to the index procedure, heparin or another anticoagulant was given. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty as indicated in the direction for use and subsequent deployment of a 27 mm lotus valve. Of note, there was bradycardia noted post balloon aortic valvuloplasty. Successful repositioning of the lotus valve involved complete and partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. Seven days post index procedure, electrocardiogram (ECG) revealed intermittent 1st degree av block. Nine days later, the subject was discharged on aspirin and other anticoagulants.